Event description:
It was reported that the lead was showing a gradual rise in impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was showing a gradual rise in impedance. It was further reported that the lead integrity alert (lia) triggered due to high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was showing a gradual rise in impedance. It was further reported that the lead integrity alert (lia) triggered due to high impedance. It was further reported that the patient alert triggered and the lead exhibited high and varying impedances and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.